Event description:
It was reported that a faradrive sheath that was selected for use during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. The sheath was flushed, the dilator was inserted, and the sheath was introduced over the wire into the femoral access site and guided up to the left atrium. The dilator was then removed, and aspiration was performed using a 20cc syringe without any issues at that point. However, after inserting a farawave catheter into the sheath, the physician aspirated again, and visible air was drawn back into the syringe. The physician attempted to remove the farawave catheter and aspirate, and no bubbles were seen.the sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that a faradrive sheath that was selected for use during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. The sheath was flushed, the dilator was inserted, and the sheath was introduced over the wire into the femoral access site and guided up to the left atrium. The dilator was then removed, and aspiration was performed using a 20cc syringe without any issues at that point. However, after inserting a farawave catheter into the sheath, the physician aspirated again, and visible air was drawn back into the syringe. The physician attempted to remove the farawave catheter and aspirate, and no bubbles were seen. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.